Event description:
It was reported that during the course of a procedure, the end of the tip of the serrated aggressive knife broke off and fell into the surgical site. The titanium tip was removed using a pair of pincers. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Event description:
It was reported that during the course of a procedure, the end of the tip of the serrated aggressive knife broke off and fell into the surgical site. The titanium tip was removed using a pair of pincers. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the knife breaking was confirmed during visual inspection. The device was found to have significant wear on the device, which can occur due to aggressive use of the device. The device was discarded by the manufacturer following evaluation.